Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that an episode of ventricular fibrillation due to post-sensed t-wave oversensing was observed. Lead replacement was suggested.